Manufacturer narrative:
No patient injury reported due to this event. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. We are unable to comment on the pt's suitability for evar without imaging or discussion of anatomical determinants. The physician commented that a short proximal neck may have contributed to the reported type ia. The endoleaks were resolved after placement of additional stents. At this time, there is no indication that a design or process induced failure of the device resulted in endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) year-old female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure. The procedure was performed as prescribed. Final angiography revealed proximal and distal type I endoleak. At first, proximal endoleak was suspected to be type IV endoleak, but the physician considered it was type I endoleak. An additional iliac leg was placed at distal site of the right iliac leg to resolve distal type I endoleak. Regarding proximal type I endoleak, an extra large stent of another manufacturer's was placed. The pt is fine after the procedure.